Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional angiogram. Reportedly, the proglide failed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial medwatch report a user facility medwatch report ((B)(4)) was received containing the following information: at the end of the procedure, device failed and then required hand held pressure to be applied to patients left groin for an additional 20 minutes. Product had patient contact but no additional harm.

Manufacturer narrative:
Patient codes: (B)(4). Correction - the device was originally reported to be returning; however, subsequent information was received reporting that the device had been discarded. The device was not returned for evaluation. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).